Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported perforation could not be determined. The reported patient effect of perforation as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a perforation to the atrial septal wall. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and an enlarged atrium. During a mitraclip procedure, the steerable guide catheter (sgc) created an atrial septal defect (asd) that was larger than usual. There was no hemodynamic change from the right and left atria. An abbott amplatzer closed the asd. The procedure was completed successfully with one mitraclip implanted. The mr was reduced to grade 1. There was no adverse patient sequelae or clinically significant delay. No additional information was provided.